Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10, h11. Corrected fields: b5, b6, b7, d10, h6 (clinical & health impact code). A getinge field service engineer (fse) evaluated the unit and replaced touch screen to resolve reported issue, and listed components to resolve cracked plastics (label ID, cardiosave hybrid, label, upper inside badge, maquet, bezel, upper display, upper hinge cover) . Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer.

Event description:
It was reported that durig transport the cardiosave intra-aortic balloon pump (iabp) units screen is cracked. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units screen is cracked.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.